Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while being used on a patient, this 980 ventilator was smoking. The device was available for evaluation. The service personnel (sp) inspected the ventilator, found the evidence of thermal damage and replaced direct current (dc) to dc converter printed circuit board assembly (pcba), breath delivery (bd) power distribution pcba and bd power controller pcba. Additionally, sp also found the unit failed to operate on battery during servicing; therefore, replaced the battery. The ventilator passed all the calibrations and tests per the manufacturer specifications at the time of service. The bd power controller pcba was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. One battery was returned to medtronic for failure investigation. The returned battery was installed in the test ventilator, and found that the unit generated the red battery fault indicator and did not recognize the battery by the ventilator and shut down when ac power was disconnected. Bd power distribution pcba was returned to medtronic for failure investigation. Visual inspection showed thermal damage to r6 resistor on the board. One dc-dc converter pcba was returned to medtronic for failure investigation. Visual inspection found a damaged capacitor c56 with "thermal" residue around the capacitor. The cause of the reported event was isolated to a faulty in the dc-dc converter pcba, which likely caused the damage to the bd power distribution pcba and battery. There is an existing previous internal investigation regarding the dc-dc converter pcba issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while being used on a patient, this 980 ventilator was smoking. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.